Event description:
Report rec'd of an adverse pt event while the device was in use. The pt was receiving pain management therapy post-operatively following a ruptured ectopic pregnancy. The pump was programmed in the pca only mode to deliver 1mg/dl morphine with a 1mg pca dose, and a 6 minute pt lockout. It is unspecified if the 4-hour limit was set. Between 22:59 and 01:59, the pt reportedly rec'd 25 boluses of 1mg each. At 03:45, the pt was noted to be groggy and was witnessed speaking to their spouse. At 4:20, the pt was found unresponsive and snoring with agonal respirations. The pt was successfully treated with 4 ampules of narcan. It was reported that the pt fully recovered with no long term adverse sequelae. Though requested, there was no add'l info available.